Event description:
A malfunction alarm with a code labeled as malf 0 was reported, but there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse effects. Technical support assisted the customer in resetting the pump, and the malfunction code did not reoccur after the reset. The customer was informed to continue using the pump and to contact support if any issues arise again.